Manufacturer narrative:
Sw 3.1e. On the event date (B)(6) 2022. Customer returned pump for an alleged carelink. Pump passed displacement test and selftest. Pump unable to download to the carelink software due to a47 alarm in the pump history screen. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: no cosmetic damage found. Confirmed care link anomaly. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the they were unable to transfer data to the carelink system. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.